Event description:
Pt reported performing back-to-back tests, using the suspect device, with results of 319 mg/dl and 132 mg/dl. No pt injury was reported. Qc testing had been performed on the device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.